Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a lower than expected progesterone result for one patient which did not match the patient's clinical picture that was generated by unicel dxi 800 access immunoassay system. Subsequent testing on the dxi 800 and an alternate method that produced results in a higher clinical category. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment connected to this event.

Manufacturer narrative:
Sample is serum without gel barrier. Sample was aspirated from the primary collection tube for analysis. According to the customer, qc was performed prior to and after the erroneous progesterone result. Qc was not flagged as being out of specifications. A system check was performed on (B)(4) 2010 and met specifications. There is no indication that service was dispatched. A definitive root cause has not been determined to date for this event with the data provided by the customer.